Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient was experiencing heart rates in the 40¿s. A remote transmission showed oversensing on both the right ventricular (rv) and right atrial (ra) leads that was resulting in rates below the lower programmed rate. In addition, t-wave oversensing (twos) was noted on the rv lead and far field r-wave (ffrw) oversensing was noted on the ra lead. The leads remain in use. No further patient complications have been reported as a result of this event.